Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of endophthalmitis, observed on a patient's left eye at four days post laser assisted cataract procedure. Reporter indicated "trace to 1+" limbal injection and fibrin to paracentesis were present; however, no cultures were taken. Patient noted decreased vision and no pain or discharge. Reporter indicated patient was referred to retinal specialist and has fully recovered.